Event description:
It was reported that the patient had an anterior cervical microdiscectomy and fusion at 3 levels for cervical spondylosis and radiculopathy approximately 8 years ago. The patient fell approximately 3 years after the surgery and suffered a fracture of the right upper screw in the plating system at the mid-body of the screw. The fusion matured uneventfully. The patient was followed for several years after that with no migration of the small fragment which had backed out approximately 3 to 4mm from the plate. In recent years the patient has been having some swallowing difficulty. The screw fragment was surgically removed this year in an effort to help the dysphagia.

Manufacturer narrative:
Medwatch# (B)(4). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.